Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that post-op a laparoscopic appendectomy procedure, approximately four to five hours went by and the pt was brought back to surgery due to an active arterial bleeder. The surgeon made an open vertical incision to repair the bleeder. The device was discarded. The device did not malfunction in the case. Prior to closing everything was fine. The surgeon, the staple line looked fine as well.